Event description:
It was initially reported that the patient as of the morning of (B)(6) 2011 experienced a loss of sensation in her left leg. Patient at the time was trying to connect with the healthcare provider (hcp). It was later reported that patient had concerns with her device and therapy "tried to tell the hcp that there's something wrong and then it was too late". Patient received assistance from her neurosurgeon "2 spinal cord surgeries <(>&<)> was still hurting in her leg". Patient no longer had "any box in me" or would not want another implanted; continued to have concerns with therapy.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model 8590-1, lot# n 127673, implanted: (B)(6) 2007, explanted: unk.